Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended lead replacement. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.